Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose value. The customer suspected that a recalled infusion set caused the low blood glucose. Troubleshooting was declined for the hypoglycemia. The insulin pump was not returned for analysis.